Manufacturer narrative:
Follow-up #1: date of submission 05/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/02/2016 with the following findings: pump boots to the verify screen with audible and vibratory features. Pump was exercised for 24hr time period; no ¿ghost boluses¿ were delivered or recorded in the pump history during this time. Manually performed a 10u normal bolus and a 10u audio bolus successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that a ghost bolus occurred on (B)(6) 2016 0.00 and that they did not program it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.